Manufacturer narrative:
Voluntary medwatch report received: mw5163406.

Event description:
Voluntary medwatch received states that the patient's lead was revised due to infection. The patient experienced no consequences.